Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. During inspection a damaged battery characterized as a low battery was identified. The cause for the issue could not be determined. No repairs were performed; the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a defective battery. No additional information is available.